Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? 2. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? Contacted with the sales rep today via phone, please refer to the event description, there's no report on patient's injury, other information requested is unknown.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. The returned sample revealed that it was received one detached needle and one suture that pertained to product code sxpp1a406. During visual inspection of the detached needle, slight marks by a surgical instrument could be observed on the swage area. The hole was examined under magnification, and a suture piece was noted. In addition, the suture was inspected, and the end was found, cut probably caused by a surgical instrument. The instructions for use contain the following caution: to avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? 2. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a spinal procedure on an unknown date and barbed suture was used. The problem of the suture pulling off the needle happened in surgery. Changed another one to complete the surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.